Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported two screws broke during drilling. There was no patient injury and no delay in surgery. It is stated "the surgeon hopes that there is no fragment in op field." No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the two (2) returned 91-6105x 1.65x5mm high torque self-drilling x-drive screws was performed. The screw threads are intact and there is some white matter on both screws consistent with an insertion attempt. The screw heads are damaged extensively and a portion of the head has broken off of one screw. A functional test was not attempted due to the damaged condition of the returned product. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to off axis insertion attempt with the drill. The instructions for use (IFU) for this product has the following information in the section titled bone screws: incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Date received by manufacturer. (B)(4).